Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the impedance of the rv pacing lead was beyond the expected upper range.

Event description:
It was reported that there was increased impedance on the right ventricular (rv) lead, which triggered a polarity switch. When checked approximately six months later the impedance was normal. The lead remains in use with a follow-up check to occur in another month. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.